Event description:
It was reported that a remote transmission showed inappropriate automatic mode switch episodes. Further review of the episodes noted atrial oversensing due to crosstalk. The patient was asymptomatic. The device was reprogrammed. Patient will continue to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.